Manufacturer narrative:
Manufacturing site: (B)(4). The astato xs 20 guide wire was returned for evaluation. The returned guide wire was missing its tip segment and three dimensionally bent at approximately 50 mm from the proximal solder, the end of coil segment. The exposed core wire was found fractured at approximately 13 mm distal to the mid solder originally located at 15 mm from the tip; approximately 2 mm of the core wire including the ball tip was estimated to be missing. Helical marks were observed on the core wire surface and there were twits on the core wire itself. The coil wire was found stretched for approximately 7 mm and then fractured. Twisting of the coil wire was observed proximal to its fracture end. Sem observation confirmed evidence of fracture by torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that excess torsion generated with wire manipulation had most likely contributed to the reported separation of the guide wire. The applied stress would accumulate and exceed the product design limit when the wire tip was being caught and restricted its movement by the heavily calcified cto. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi astato xs 20 guide wire became separated during an evt to treat a heavily calcified cto (tasc classification type d) in the popliteal artery. During recanalization, the guide wire got stuck in very tough calcium. When the physician was twisting the wire (applying torque), the tip broke off. Although the wire fragment was left in the artery, the patient was fine without problem after the procedure.